Event description:
It was reported the insulin pump was alarming no delivery. Jackie the rn nurse reported customer's insulin pump was alarming no delivery and customer's father threw away 15 sets due to the alarm. Customer was not hospitalized or in a serious injury. Customer's blood glucose was 201 mg/dl. 17 no delivery alarms were noted in the alarm history starting from (B)(6) 2015, customer received device, to 01/21/2015. Customer's father stated the alarm was resolved by a complete set change. Customer's father discarded all of infusion set and reservoirs. Customer's father was advised to call when alarm occurs. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.